Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05032. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place on (B)(6) 2023 wherein the physician tested the leads intra-op and both leads had mostly high impedances. The physician reconnected the leads, closed the site and the patient was being referred for a paddle lead implant. Surgical intervention took place on (B)(6) 2023 wherein the patient¿s system was explanted.